Event description:
Patient reported left rupture, "rash on neck and chest, and stretching on the nipple". Patient reported capsular contracture baker grade unknown. Patient additionally reported "back pain", which is not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left rupture, back pain, rash on neck and chest, and stretching on the nipple. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, back pain, rash on neck and chest, and stretching on the nipple.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g2,h6.

Event description:
Healthcare provider called and confirmed capsular contracture baker grade IV and also reported no rupture. Patient was not at the required age for gel implants. Device has been explanted.